Event description:
Note: co's product labeling cautions: do not manipulate mask retainer or strap snap directly over open tracheostomy. Always protect tracheostomy against accidental occlusion by device components or other objects. Hosp reported an incident where no staff was present, the incident was the pt's wife's report. According to the complainant, the sims tracheostomy mask was being adjusted, the plastic piece from one of the straps on the trach mask popped off, slid down between the pt and the mask and landed in the pt's trach. The pt reportedly began to cough immediately and coughed up the plastic piece. It was reported that the pt did not suffer any harm as a result of the incident. Also, according the pt's wife, the plastic piece becomes loose after manipulating, has found plastic piece in husband's bed.